Event description:
Rptr has sent device for repairs many times. The units lock up, give false readings, gives phantom readings for temperature probe and has consistent problems on a monthly basis. At one time, pt was on a ventilator and the unit locked up so that the % of o2 in the blood was false; the pt could have died.